Event description:
A patient was cathed in 2001 finding a normal coronary study. It is unknown whether the patient was closed after that procedure. The patient was then transferred to another user facility for stenosis of the left renal artery. Following an interventional procedure to treat that lesion on the day of surgery, the physician achieved arteriotomy closure on both the patient's left and right groins. The patient was anticoagulated with heparin but did not receive any antibiotics. Both groins were stable post-closure. The patient was later admitted to the previous user facility, with positive blood cultures for methicillin-sensitive staphylococcus aureus. The perclose rep contacted the hospital for follow up information, but was only able to obtain the above information.